Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the anesthesia machine stopped working during use, no health consequences have reportedly occurred.

Event description:
It was reported that the anesthesia machine stopped working during use ,no health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that during the patient's surgery, general anesthesia was administered to control their breathing. The anesthesia machine stopped working during use and was immediately replaced upon discovery. No harm was caused to the patient, so the surgery continued. After investigation, the user facility did not involve the local dräger s&s organization into examination and repair of the device and, upon contacting the hospital for the purpose to obtain additional information it was responded that no further details can be provided. This does neither allow a case-specific evaluation nor a reliable conclusion in regard to the root cause. The failure part was not returned back to draeger and there was a lack of specific information on what components are failed. The root cause could not be confirmed due to lack of information and unknow maintenance and usage condition. H3 other text : device not available for investigation.